Event description:
Complainant alleged that while attempting to monitor a pt, the device's display was distorted. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Internal inspection of the device found a loose display connector, however, it could not be attributed to be root cause as the malfunction was not seen. The event battery was not returned for eval. The device was recertified and returned to the customer. No trend is associated with reports of this type.